Manufacturer narrative:
Awaiting prod return to conduct quality investigation.

Event description:
Consumer called to report comparing his plink meter against a lab reading and getting very different results. Analysis run on clark error grid using lab readings (50) as ref. Point vs. Bd readings (92) yielded data points in the d range of the grid, outside of acceptable limits.